Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band remains implanted.

Event description:
It was reported post implant of a swedish adjustable gastric band, a patient enrolled in the sagb registry experienced an injection port rotation. On (B)(4), 2008, the radiologist noted that the band could not be adjusted as the injection port was not accessible. A few days later, an injection port rotation was identified resulting from the position of the port. In fact, the new port had been placed in the same location as a previous port due to the size of the cavity the port had moved. The surgeon notes that the event is not related to the device.